Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process a 100% of the units go through balloon and winding inspection process. The IFU was reviewed and it indicates: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." Patient demographics unable to be obtained.

Manufacturer narrative:
One fogarty arterial embolectomy catheter was received by our product evaluation laboratory for a full examination. The report of balloon inflation issue was confirmed. As received, balloon was found to be ruptured at central area. Balloon edges did not appear to match at the ruptured region. Spring tip wire was visible. No visible damage was found from catheter body and windings. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when testing this fogarty arterial embolectomy catheter, balloon did not inflate. There was no allegation of patient injury. The device was received for evaluation. As per evaluation results, balloon was found to be ruptured at central area. Balloon edges did not appear to match at the ruptured region. Spring tip wire was visible.